Manufacturer narrative:
A visual examination of the spyscope ds found that the working channel sleeve extended from the distal cap when received. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. Functional inspection was performed. The spyscope ds was plugged into the controller; there were no issues with the live image. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax. The working channel sleeve did not fall out. The working channel sleeve was tugged on to remove it from the catheter. The inside of the catheter did have a visual evidence of the adhesive used to attach the working channel sleeve to the inside of the catheter the working channel sleeve protrusion was most likely due to anatomical/procedural factors encountered during the procedure, therefore, the most probable root cause for the working channel protrusion is operational context. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the camera of the spyscope ds would not work. The procedure was completed with a second spyscope digital access and delivery catheter. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion. Please see block for full investigation details.